Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3-4 on a patient with a slight anterior leaflet override, thin and friable leaflet, and an enlarged left atrium. A first clip, a mitraclip xtw (50925a1079) was inserted and advanced under the valve. However, difficulties visualizing the clip occurred, and it was observed that the clip became caught on the anterior leaflet. Troubleshooting was performed to remove the clip from the leaflet. After several attempts, the clip was successfully removed from the leaflet. However, it was observed that the posterior leaflet was torn. Therefore, the clip was removed and replaced. A second clip, a mitraclip xtw (50925a1078), was then inserted and deployed on the mitral valve without issues. A third clip, a mitraclip xt (51115a1026), was then prepared per instructions for use (IFU). However, the clip would not close or open smoothly. Troubleshooting was performed. However, while performing troubleshooting to open and close the clip, the clip would suddenly jump open to 20 degrees, and while attempting to close the clip, resistance was encountered. To achieve clip closure, considerable tension was required. Therefore, the clip was not used and was replaced. To further reduce mr, a fourth clip, a mitraclip xt (51115a1028) was then inserted, and grasping was performed. However, difficulties visualizing the clip occurred, and the clip was unable to grasp the posterior leaflet due to compromised tissue from the earlier perforation cause by the first clip. Attempts to invert and withdraw the second clip were made but failed after excessive tension was applied to the valve, and during dc manipulations, valve distortion was observed. It was noted that there were concerns of potential interaction between the mitraclip xt (51115a1028) and the previously implanted mitraclip xtw (50925a1078). Therefore, the clip was deployed on the anterior leaflet only and detached from the posterior leaflet (single leaflet device attachment/slda). It was noted that the slda was anticipated, and that despite the slda, the clip remained stable. No additional clips were implanted, and the mr increased to a grade of 4. The patient¿s status was noted to be stable. There was no clinically significant delay in the procedure.